Event description:
Reportedly, the subject programmer freezes sometimes during the printing of episodes of symphony pacemaker.

Manufacturer narrative:
Expertise files analysis revealed that two programmer freezes at the end of symphony interrogation sessions (on (B)(6) 2020 at 10:42 and 10:50) are suspected. However, no evidence in programmer log files of printing in progress could be found. Expertise of the returned programmer could not confirm the reported behavior, and no abnormal behavior was observed upon testing. As a preventive action, the etx board was replaced as it could be a potential cause for the reported behavior. The programmer followed the normal workflow of repair and was sent back to the field.

Manufacturer narrative:
Preliminary analysis confirmed that two programmer freezes occurred. However, there was no trace that printing was on-going at that time. The root-cause of the reported freeze during printout could not be determined at this stage.

Event description:
Reportedly, the subject programmer freezes sometimes during the printing of episodes of symphony pacemaker.

Event description:
Reportedly, the subject programmer freezes sometimes during the printing of episodes of symphony pacemaker.